Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital due to blood glucose (bg) level over 280mg/dl. The customer was treated with intravenous saline and insulin to address bg level. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, intermittent malfunction alarms had occurred. The customer reverted to manual injections for alternate insulin therapy. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.